Event description:
It was reported that during sacrospinous ligament fixation procedure, five capio slim devices were used for pelvic organ prolapse. During the procedure, the devices did not fire properly. Hospital admission was required for the patient for additional surgical intervention. No patient complications were reported. Note: this manufacturer report pertains to the fourth of five devices used during the procedure.

Manufacturer narrative:
Block h6: imdrf impact code f1901 captures the reportable event of additional surgical intervention. Imdrf device code a050502 captures the reportable event of device misfired.